Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. A medtronic representative evaluated the system and suspected fault on either the circuit board and/or the interface cable. Both items were returned for medtronic's evaluation. Evaluation discovered that the circuit board was not defective, but there was electrical fault on the interface cable. Replacement circuit board and interface cable were shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that during a spinal fusion case, they are unable to acquire images on the imaging system. Initially the system was able to take localizing images and a navigated spin. However, after 20 minutes, when attempting to take more images, the system beeped, and the images would not appear on the mobile view station. Despite a few reboots, the issue persisted. There was a reported delay to the procedure of less than 1 hour due to this issue. Site decided to continue procedure without use of the imaging system. Procedure was completed with no adverse effect on patient outcome.